Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was provided assistance via phone troubleshooting. During troubleshooting, the customer was instructed to press escape (esc ) twice on the keyboard to see if it cleared the b30 error. The customer was also suggested to make sure the cable was not plugged into the front of the video system center while using a 190-series scope. The issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a scope communication error (b30). The issue was found during preparation for use. There were no reports of patient injury or medical intervention associated with this event. This report is related to following patient identifiers:(B)(6) (cv-190, (B)(6)) and (B)(6) (cv-190, sn (B)(6)).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not confirmed. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.